Event description:
It was reported to philips that the device failed its self test. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty paddle set. The customer ordered a replacement paddle set. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device failed its self test. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty paddle set. The customer ordered a replacement paddle set. The device remains at the customer site and no further evaluation is required at this time.